Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was not working. It did not delivery energy. The light would come on the power supply, but no power delivered even after switching hp 2 adapter, and hp2 extension cable. They used another hp power supply to complete case. No delays or patient harm reported.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
(B)(4). Updated sections: b4,g3,g6,h2,h6,h11. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.